Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID 39565-65 lot# 0208754367 serial# implanted: explanted: product type lead product ID 37081-60 lot# serial# (B)(4) implanted: explanted: product type extension.

Event description:
It was reported that the lead was repositioned from t8 to t9 and t10 to t11. Paresthesia was not felt in the pain target area. The lead had been implanted on (B)(6) 2014 and was positioned between t 8 and t10. The same lead was repositioned on (B)(6) 2014 due to lack of paresthesia, t9 and t11, the exact onset date of the lack of paresthesia was unknown, probably right after the implant. The patient had had no implantable neurostimulator (ins) implanted, the lack of paresthesia had occurred during the trialing phase with an external neurostimulator (ens). It was noted that only one lead was used and repositioned. Following repositioning the patient still had not found the feeling of paresthesia acceptable. There was not adequate low back pain relief with usual activity and appropriate analgesia by investigator. The patient was not going to proceed to the ins implant. Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that during the screening test on (B)(6) 2014, the patient experienced unpleasant and unwanted stimulation. The patient was hospitalized for 3 nights during the trial. The screening test was stopped early and the lead was removed. The outcome of the issue was reported to be unknown at the time of this report.

Event description:
The company representative (rep) clarified that the unwanted stimulation was caused by the stimulation therapy. This was a recognized complication of stimulation therapy and when the stimulation was turned off the unwanted/unpleasant stimulation disappeared.